Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose over 800mg/dl. Troubleshooting was performed. The insulin pump alarmed and the customer changed the infusion set to resolve the issue. The time and date were incorrect. Assisted the caller to correct them. Reviewed the alarm history and found no delivery and low reservoir alarms. Advised the mother to call back when the tubing clamp arrives to continue testing. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.